Manufacturer narrative:
The reported event of an insulation abrasion and lead noise was confirmed. Final analysis found an external insulation abrasion 9.9 to 10.2 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction against the device can. No additional anomalies were noted on the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited lead noise. The patient was in clinic on (B)(6) 2018 and the noise was not reproducible through isometrics and pocket manipulation. No other electrical anomalies were noted. The patient reported symptoms of pre-syncope. An x-ray was performed which showed a deformity on the lead body in the rib to clavicle area. On (B)(6) 2018, the lead was removed and replaced. An insulation abrasion was noted on the portion of the lead that was under the clavicle. The patient was stable throughout the procedure.

Event description:
New information received on march 16, 2018 indicates that the lead's insulation may have been damaged as a result of clavicular crush.